Manufacturer narrative:
Additional information: the lens remains implanted in the patient¿s eye; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
Additional information was received. The patient¿s vision improved to 20/100 and remains under the care of a retinal specialist and on antibiotics.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that 22 days post-lens implant in the left eye, the patient developed an increase in floaters as well as a greasy spot in vision. Reportedly, the original procedure was complicated due to scleral burn and small pupil. Furthermore, it was stated that the incision had to be sutured at the time of lens implant. Intraocular pressure (iop) became elevated on post-op day 2 and measured at 25 mmhg. The patient was treated with intravitreal irrigation/aspiration and with injection of intravitreal antibiotics due to suspected endophthalmitis. The patient current prognosis is undetermined. Additional information has been requested but not received.